Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic mid-urethral sling during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, some erosion of the mesh occurred in (B)(6) 2012; however, the issue was reportedly fixed and there have not been any further complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.